Event description:
Pt has 24 hour continuous chemotherapy infusion. Pt went to the bathroom and upon returning to bed nurse discovered the spike was completely out of the glass bottle and drops of chemotherapy dropped onto the floor and their hands. Nurse washed her hands immediately. Tubing was changed, chemotherapy was re-spiked and new spike was taped securely to bottle. Chemotherapy infusion was reinitiated.